Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the screen stuck black. A field service engineer disconnected the auxiliary from the main and booted the main. After further inspection, fse found a cut in the drawer 7 bus cable and replaced it, still the auxiliary was not booted, so replaced the pyxibus interface cable that connects the main and the auxiliary to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a black screen. The customer tried to resolve the issue by rebooting the station, but the problem persisted. This incident resulted in a delay to patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.